Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material was a piece of clear plastic material. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the suction channel was clogged by a piece of clear plastic material. In addition to the reportable malfunctions, the following were noted: the grip unit was cracked and leaky; the bending section cover glue was separated; distal end insulation resistance value was out of specification due to damages of the camera cover; key top 2 rubber was incised; the plug unit had slight dents; and angulations were out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the air/water channel of the evis exera iii colonovideoscope was clogged. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was also found: the suction channel was clogged by a piece of clear plastic material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.